Manufacturer narrative:
Date of event: best estimate date ((B)(6) 2017) is provided as the reporter has indicated the onset of symptoms occurred at one month post exam of initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with overcorrection. A description from the surgery center indicated the patient that had initial laser treatment performed on (B)(6) 2017. At a one month post-operative exam, the patient had sub-optical results that were overcorrections. Although, the point of refractive stability had not been reached, the surgeon made a decision to perform secondary surgery as the surgeon realized it would not stabilize. The surgery center reported that there have been no other incidents of overcorrections and believes since it was the first time using the idesign equipment; the surgeon had consulted with another surgeon who recommended the hyper focal length and optical infinity settings, although he was not comfortable changing the settings at the time, he had changed the settings. The surgeon believes changing the settings caused the overcorrections. The surgeon has reverted back to the default settings and has no issues since then. In addition, the surgery center reported 4 patients experienced overcorrections. This report is for patient #2.